Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, the sensor passed with accurate readings. However, found the sensor cannula was bent, unable to confirm if the customer received in said condition due to the sensor was returned opened and used.

Event description:
The customer reported via phone call that their sensor had a sensor error alert. The customer was able to clear the alarm, but a calibration error alarm occurred after. The customer's sensor glucose was 157 mg/dl and their blood glucose was 44 mg/dl. Customer treated their low blood glucose with food. It was also found the customer had a bent cannula upon removal of their infusion set. The customer was advised of the proper insertion techniques to avoid bent cannulas. Customer was advised to change the infusion set. Customer's sensor will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.